Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2011-05486, 05487. The pt received his scs system on (B)(6) 2009 including an ipg, 1 paddle lead, and 2 lead extensions (from the same lot). It was reported the pt does not use his ipg due to feeling overstimulation. The pt plans to undergo surgical intervention. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.